Event description:
The customer reported the system discontinued fluoroing during a procedure. No reports of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced. The system was tested and found to be working as intended, and put back into service.